Event description:
An area technical operations manager (atom) contacted fresenius technical support (ts) to request a dry acid mixer replacement. The atom received information from a user facility¿s biomedical technician indicating that the unit¿s 132 gallon dry acid mixer was not working. The mixer was powered off and not in use when a burning smell was reportedly noticed. The mixer was plugged in, but the power switch was turned off. The burning smell was traced to the fill valve, where identifiable thermal damage was found. The fill valve was burnt and melted, and so were the wires going from the fill valve to the control panel. There was no report of visible flames, arcing, or smoke, but the atom believes the fill valve caught on fire at some point. The fill valve was confirmed to be an original fresenius part. The mixer was replaced and the fill valve, control panel, and wiring were returned to the manufacturer for physical evaluation. Photos of the thermal damage were provided for review. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: multiple parts were returned to the manufacturer for evaluation. The returned parts included a fill valve, a fill valve cable, a control console, a top-level sensor cable, a mid-level sensor cable, and a 25-gallon sensor cable. Exterior inspection of the fill valve revealed thermal damage to the valve coil at the connection of the fill valve cable. Internal inspection of the fill valve found signs of corrosion on the valve core and the inside of the pipe. The fill valve cable also exhibited thermal damage, both externally and internally at the cable¿s connector to the fill valve. No damage was found during the external or internal inspection of the control console. The control console failed fill operations when it was attached to a control console test fixture. The fill valve relay failed to function when the returned control console¿s display board was tested with a display board test fixture. The problem was resolved by replacing the relay k1. Inspection of the three sensor cables (top-level, mid-level, and 25-gallon) found thermal damage on the cable insulation. Despite the thermal damage identified on the insulation, all three cables passed the continuity test. An investigation of the device manufacturing records was conducted by the manufacturer. There were no nonconformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During visual inspection of the returned parts, thermal damage was identified. Therefore, the complaint event is confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An area technical operations manager (atom) contacted fresenius technical support (ts) to request a dry acid mixer replacement. The atom received information from a user facilitys biomedical technician indicating that the units 132 gallon dry acid mixer was not working. The mixer was powered off and not in use when a burning smell was reportedly noticed. The mixer was plugged in, but the power switch was turned off. The burning smell was traced to the fill valve, where identifiable thermal damage was found. The fill valve was burnt and melted, and so were the wires going from the fill valve to the control panel. There was no report of visible flames, arcing, or smoke, but the atom believes the fill valve caught on fire at some point. The fill valve was confirmed to be an original fresenius part. The mixer was replaced and the fill valve, control panel, and wiring were returned to the manufacturer for physical evaluation. Photos of the thermal damage were provided for review. There was no patient involvement associated with the reported event.